Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6)) atypically alarming for low voltage was confirmed via investigation of the returned product. The controller internal faults seen in the log file were caused by a boost overvoltage indicating potential damage to the power cables internal wiring. Data from the reported event date of 01apr2025 was reviewed in the log files. Both power cables completely drop voltage at 2:18:36 activating a no external power alarm. No external power alarms due to a sudden drop in voltage are seen intermittently while connected to the mobile power unit until 2:51:32. A controller internal fault due to a boost overvoltage was observed from 2:56:13 to the end of the log file at 5:25:12. No other notable events were observed in the log file. The system controller returned for analysis, and during preliminary testing, when the controller was connected to the power module, the controller and power module began to audibly alarm to replace power. The resistance of the underlying wires was unremarkable in both power cables. The controller¿s power cables were replaced with test cables. After this replacement, the alarm resolved, and the controller was found to be able to support a mock circulatory loop without issue or alarm for an extended period of time. The controller¿s original white power cable was opened, and damage to the shield was noted, under which the green wire was observed to be damaged. The green wire is responsible for bus voltage to the system controller through the mpu or power module, and damage to this wire would cause the observed alarms. The root cause of the reported atypical alarms was determined to be due to the damaged white power cable, but the root cause of the power cable¿s damage was unable to be determined. The device history record for the system controller (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6)) was inspected on 04jun2024 under batch 10371696 through material number 600272977. No deviations from manufacturing or qa specifications were shown from the backup battery. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.